Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 23-sep-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal fentanyl 15000mcg/ml at 3699 mcg/day via an implantable pump. It was reported that the patient's pump was in uncomfortable position. The doctor decided to replace catheter as well as they were not able to aspirate catheter. Patient also had decided that she wanted her pump moved to her back. The entire catheter was removed and replace with an 8780 and pump was moved to back. The issue resolved at the time of this report.